Manufacturer narrative:
H6 - updated one device was received for investigation. The device was visually inspected and functionally tested. The reported problem was duplicated as the pump did not pump any fluids due to two alarms activating. This was caused by the top socket was not engaging the pcb microswitch fully and a faulty float switch. The pcb and float switch were replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the pump was not working. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
D5. Operator of device is unknown, no information has been provided to date. H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.